Event description:
Pt reported that back to back tests performed on their surestep meter were 289, 297 and 146 mg/dl (62% difference). No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. Unable to contact pt on follow-up. There was no allegation of harm.